Manufacturer narrative:
H3: the actual complaint product was not available for evaluation. This report is based solely on customer provided information. Without lot information, the device history record (DHR) could not be pulled for review. Limited information is available: - the failure occurs after a period of use, between 1 and 8 days or more. - the piccline seemed to be disconnected from the grip-lok¿s footprint despite the 2 adhesive parts + velcro strip - on the other hand, the grip-lok seemed ¿too good¿ sticking to the patient¿s skin and therefore difficult to remove - patients took showers without necessarily protecting the grip-lok from moisture - these problems occurred in summer, a period of high sweating for patients returning from home. The reporter was contacted for more information. It was reported that the end users have been using the grip-loks for approximately two years and began using this product as a substitution due to supply chain issues. No training was performed in the service, because it was a troubleshooting reference following the statlock supply disruption. Similar complaints have been reported from former stat-lok users with similar circumstances. An internal investigation identified root cause as new user/training issues. At this time, the likely root cause is related to untrained users and failure to follow instructions for use. The device remained in place while the patient took showers. Per the instructions for use, ¿replace securement device if soiled or saturated in fluid or if device shows signs of wear or damage.¿ it was reported that the user facility is no longer using these devices. Therefore, no corrective action is required at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
7/20/23 it was reported by vygon, the grip-lok distributor in france: co-2023-0620 following several reports of incidents during the use of the product: grip-lok for fixing various PICC catheters, nurses (users) report that the pedestals do not attach cvcs. In some cases, we deliver externalities of catheters. In view of the risks for our patients, we are removing the entire reference in our care services and put in place an alternative.¿